Event description:
The pt reported she has not used her stimulation in over 3 years as she was not receiving stimulation in her pain areas. The pt stated she was reprogrammed multiple times to no avail.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.